Event description:
It has been reported to philips that the device's flexvision computer was not booting up. The device was outside clinical use at the time of the reported event . No harm has been reported to philips. A philips field service engineer (fse) visited the site and replaced the flexvision computer and hard disk drive, returning the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting up. Rse reviewed the log file and found flex vision pc was not booting and a hard disk-related issue was showing in the command prompt while booting manually. The philips field service engineer (fse) examined the system onsite, and to resolve the issue, fse replaced the flexvision pc and hard disk. The defective flexvision pc was returned to philips for failure analysis, and the failed component was the missing graphics processing unit card and all dual in-line memory modules (dimms). Due to manufacturing issues, the dimms may not function as intended, leading to issues with the allura xper system's imaging processing pc, host pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction (z-1156-2024). After replacement of the flexvision pc and hard disk, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.